Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the small grasping retractor instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customers reported complaint "the instrument had broken jaws". Failure analysis found the primary failure of broken pitch cable to be related to the customers reported complaint. For clarification, the instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque and manufacturing tolerances are a few variables which can influence pitch cable failure. A review of the instrument log for the small grasping retractor instrument (470318-10/k10220307 0199) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2022 on system (B)(4) with 5 uses remaining. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: this instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing that, the small grasping retractor instrument had broken jaws. There was no report of patient involvement. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.